Manufacturer narrative:
It was noted that re-booting the spine software resolved the reported issue. - on 09/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged an error communicating with the navigation system camera. During the procedure, the site reported their navigation system received a red x for the camera. Camera details displayed the message "error communicating with camera". A second navigation system was brought in and the patient was re-spun. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.